Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
All the screws that hold on the upholstery on the right side have sheared off of the seat.